Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04513. It was reported that increased atrial capture threshold was observed. This was noticed after the patient reported a fall. The r waves also dropped. No other electrical anomalies seen. A chest x-ray was ordered and both ra and rv leads were dislodged. The leads were explanted and replaced. Patient was fine, before, during and after the procedure.